Event description:
On (B)(6) 2023, a patient implanted with an optimizer smart mini device checked in to the ER complaining of shortness of breath. An impulse dynamics field representative interrogated the patient's ipg and discovered that it had entered ccm down mode. The patient's device was reprogrammed and the patient left the ER in normal, stable condition with the ipg correctly operating. However, the next day ((B)(6) 2023), the patient reported to the field representative that their ipg had again entered down mode according to the error message appearing on their ipg charger. The ipg was again interrogated but this time yielded a ''telemet error: down_charge_current_ too_high" error. The ipg was again reset and reprogrammed. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient was advised to charge their ipg only to 75 percent battery capacity (3 of 4 bars displayed on the charger) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapy as normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently pending finalization before being submitted to FDA for review and approval.

Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.